Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger unable to complete essential performance testing. The cause for the failure was isolated to a thermally damaged battery board. The root cause for the performance failure was a thermally damaged battery board. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.